Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: smartablate pump; model #: m-4900-08; serial #: (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure on (B)(6) 2016 for a paroxysmal atrial fibrillation with a smartablate generator and a smart touch bidirectional catheter. Post-procedure, the patient returned to the emergency room as he suffered an esophageal fistula requiring surgical intervention. Generator parameters were not reported as the procedure was conducted on march 1, 2016. There were no error messages reported on biosense webster equipment during the procedure. Esophageal protection measures included a circa esophageal temperature probe. The esophageal fistula was confirmed via computed tomography. The surgical intervention was a left atrial posterior wall repair. The patient required extended hospitalization as a result of this adverse event. The patient outcome is unknown. The patient was in critical condition in the intensive care unit at the time of the complaint report. The patient was still in the hospital at the time that the additional information was requested and then received. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on the patient¿s death on december 7, 2016. The patient's date of death was (B)(6) 2016. No autopsy was performed. The patient had a surgical repair of atrioesophageal fistula on (B)(6) 2016. The physician's opinion on the cause of death was that the patient died from a stroke related to atrioesophageal fistula. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure on (B)(6) 2016 for a paroxysmal atrial fibrillation with a smartablate generator and a smart touch bidirectional catheter. Post-procedure, the patient returned to the emergency room as he suffered an esophageal fistula requiring surgical intervention. Generator parameters were not reported as the procedure was conducted on (B)(6) 2016. There were no error messages reported on biosense webster equipment during the procedure. Esophageal protection measures included a circa esophageal temperature probe. The esophageal fistula was confirmed via computed tomography. The surgical intervention was a left atrial posterior wall repair. The patient required extended hospitalization as a result of this adverse event. The patient outcome is unknown. The patient was in critical condition in the intensive care unit at the time of the complaint report. The patient was still in the hospital at the time that the additional information was requested and then received. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The stockert performed functional and safety test. The unit is ready for use. No malfunction found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Additional information was received on november 8, 2016 notifying of the patient's death. Multiple attempts have been made to obtain clarification to the patient's death. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No:(B)(4).